Event description:
Customer reported that the charge pak (cp, internal hlc battery charger) icon illuminated after a new one was installed two months prior. The device was returned and evaluated at physio-control. Physio observed that the device internal hlc batteries were depleted, and it was unable to deliver defibrillation therapy. There was no pt use associated with the failure.

Manufacturer narrative:
(B) (4): physio-control observed excessive current leakage from the internal batteries in the device's powered-off state. The root cause of malfunction was determined to be electrically leaky filters, designator fl9, fl10 and fl11, from the analog pcb due to flux residue on the assembly.